Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a comparative method. Reporter stated the device read 300 mg/dl while the ambulance meter read 20 mg/dl however it was not certain the time between test. Reporter indicated a retest was performed and her device read 353 mg/dl while the ambulance meter measured 174 mg/dl. Reporter indicated the patient was treated with glucose in the emergency room. Reporter also stated the patient had taken an entire pill when only one half of a pill was prescribed by the doctor prior to the alleged incident. Reporter indicated no controls were used and a request was made for the return of the suspect device and replacement product was sent.